Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. Following pre-dilatation with a semicon balloon, a 2.75 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician then advanced a non bsc guide extension catheter and attempted to deliver the device again but failed to pass through the collar of guide extension catheter. After the device was removed from the patient, it was noted that the stent edge was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.